Event description:
While inflating the mid-aspect of the stented left subclavian vein, the balloon ruptured. The balloon was deflated and withdrawn; however, while removing the balloon through the sheath, the ruptured balloon detached from the catheter and was present within the mid-forearm cephalic vein. The fragmented balloon was successfully removed from the patient.